Event description:
It was reported that a patient that was on ventilatory therapy suffered pulmonary bleeding. A surgical medical intervention done to address the pneumoperitoneum. The patient remains in hospital. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
No parts were replaced therefore the investigation is an evaluation of the ventilator¿s logs and received information. The covered ventilation period starts with ongoing ventilation and lasted 54¼ hours. Because the start of ventilation is not covered the start of ventilation, the mode of ventilation, parameter settings and alarm limits at the start are unknown. Log storage is continuous but limited to 1000 events whereby earlier logs are overwritten as newer ones are recorded. Apart from the time the ventilator was set to the standby mode at the end of ventilation, it cannot be read in the logs if there were any other times when the patient was disconnected intentionally for any other patient care procedure. The entire ventilation period contain many alarms. The alarms are clinical where most are related to leakage and the others are airway high pressure alarms. These alarms are resolved by parameter and alarm limit adjustments or checking the patient circuit. Some periods of leakage may represent short intentional disconnections, but this cannot be confirmed in the logs. The occurrence time given as morning hours on the date of event is characterized by intensive alarms indicating leakage including three very short patient disconnected and patient reconnected actions. According to the problem description the ventilator was disconnected from the patient, and it was replaced but this cannot be confirmed in the logs. The given time of event is at least 12 hours before the ventilator was set to the standby mode, thus showing continuing uninterrupted ventilation although with alarms indicating leakage. The activation of the alarms indicate that the ventilator detected the arisen leakage situations and alarmed to alert the user. The logs do not contain any technical error codes to indicate any failure. The pre-use checks prior to and after the event were successful. The conclusion in the matter is that there was no ventilator malfunction at any time. There are no technical error codes to indicate a malfunction and the pre-use check prior to and after the ventilation period were both successful. The successful pre-use checks confirm that the ventilator had no malfunction. Much unchecked leakage will lead to insufficient or no ventilation to the patient. The cause of leakage has not been determined but it was not due to a ventilator malfunction.

Event description:
Manufacturer's ref. #: 664424.